Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the 30 psi occlusion test at 19.900 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was unable to be determined pending further investigation. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the 30 psi occlusion test at 19.900 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was unable to be determined pending further investigation. Reference to complaint (B)(4).

Manufacturer narrative:
The MDR serves as a correction: intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.900 psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be due to an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 270 to 310. Following recalibration, the device passed the 30 psi occlusion test at 24.500 psi. Reference to complaint#: (B)(4).